Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that post implant the atrial lead was undersensing and pacing inappropriately. A sensing test was performed and no sensing in the atrium could be seen. Follow-up information reported that a chest x-ray was performed and did not reveal a noticeable dislodgement. Due to the patient's associated health status it was recommended to not revise the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.